Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm long bipolar grasper had broken wires. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the 8mm long bipolar grasper had broken wires, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated a confirmed the customer reported complaint "wires are broken." Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end. As a result, the cables became loose at the distal end. Common causes of the failure mode broken-proximal instrument grip cables are attributed to a component failure cable breakage, whether partial or full, may be attributed to reductio in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) related to customer reported complaint: the instrument was found to have a segment of the conductor wire dislodged from its original position. The conductor wire was dislodged at the yaw pulley and the wires were exposed. The wire insulation was damaged near the dislodged wire. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. Root cause attributed to a component failure. Additional observation(s) not reported by site: the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage at the yaw pulley near the dislodged wire. Visual inspection found the wire to be exposed. The instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. Root cause of this failure is attributed to a component failure. The complaint regarding the 8mm long bipolar grasper had broken wires was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.